Event description:
Medical affairs representative was unable to get a hold of patient. The number that was provided was the wrong number. Medical affairs will be sending patient a letter. Information below was documented by customer service: patient's family member called to report that pt's meter had been giving them inaccurately low readings, which resulted in a visit to the ER. Patient obtained blood glucose of 26.0mmol and had symptoms of feeling thirsty. Patient was treated in the ER with IV. Family member does not know what pt's blood glucose reading was at the ER or what kind of device they used to test pt's blood sugar. Customer service representative found out that meter was set to mmol. Lfs rep had family member change meter back to mg/dl. Family member mentioned that since meter had been set to the wrong settings, pt has not been taking the appropirate amount of insulin; lfs rep did not replace products.